Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, the failure value is unknown. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, the failure value is unknown. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. No patient involvement was reported.